Manufacturer narrative:
Continuation of medical device: dtmb1d4 ICD implanted (B)(6) 2017.

Event description:
It was reported that the patient came into the emergency room after hearing an audible alert from the device. It was determined from a remote monitoring transmission report that there were multiple observations for high left ventricular (lv) lead threshold. It was noted that there was also increasing threshold. Follow up with the physician¿s office reported that the lv lead had moved a little, but was still capturing. A follow up appointment with the patient is planned. The lv lead remains in use. No patient complications have been reported as a result of this event.